Event description:
It was reported the patient underwent a right hip initial arthroscopy. Subsequently, the patient underwent a revision procedure approximately 11 years later due to pain, elevated metal ions and pseudotumor formation. The head and liner were revised. No further event information available at the time of this report.

Manufacturer narrative:
D10: zimmer trilogy acetabular liner cat#00630505036, lot#60970563. Zimmer shell porous with cluster holes 50 mm cat#00620205022 lot#unk. Zimmer std 36mm longevity liner cat#unk lot#unk. Zimmer bone scr 6.5x35 self-tap cat#00625006535 lot#unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02958.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent a revision due to pain, elevated metal ions, and pseudotumor formation. The stem and shell were well fixed. A new liner and head was placed. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause remains the same; a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer femoral head sterile product do not resterilize 12/14 taper, cat#: 00801803602, lot#: unk. Zimmer femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset, cat#: 65771100900, lot#: unk. Zimmer shell porous with cluster holes 50 mm, cat#: 00620205022, lot#: unk. Zimmer std 36mm longevity liner, cat#: unk, lot#: unk. Zimmer bone scr 6.5x35 self-tap cat#00625006535 lot#unk no product was returned; visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00530.

Event description:
It was reported the patient underwent a right hip initial arthroscopy. Subsequently, the patient underwent a revision procedure approximately 11 years later due to unknown reasons. The head and liner were removed and replaced. No further event information available at the time of this report.